Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power module (serial number: (B)(6) not powering on and making a clicking noise were confirmed via investigation of the returned product. The power module returned to the pleasanton service depot (psd) and when the unit was connected to ac power, a clicking noise was noted to be coming from the power supply assembly and the unit would not power on as intended. The power supply assembly was replaced, and preventative maintenance was performed. The power module passed all functional testing after this replacement and was returned to the customer. The power supply assembly was forwarded to the product performance engineering (ppe) group for further analysis. The power supply assembly was placed within a test fixture, and a clicking noise was noted from the power supply assembly, and it was noted that it was not outputting the necessary voltage to support the unit. The power supply assembly is enclosed and manufactured by a third party, so no further troubleshooting could be attempted. The root cause for the clicking noise and the unit not powering on as intended was traced to the damaged power supply assembly; however, the root cause for the damaged power supply assembly was not able to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an issue with the power module (pm). It was stated that the pm would not turn on and was making a clicking noise with a glitch on the bluetooth adaptor. There was no patient involved in this case, and the pm was kept for assessment and investigation. There was no alarm noted, only the audible sound from the pm.